Event description:
The physician was performing a polypectomy with a polypectomy snare. The polyp was captured and cautery applied to the device. During the procedure the snare embedded into the polyp, and the sheath buckled, hindering the release of the snare from the polyp. The snare and polyp were removed surgically. The patient is in fair condition.